Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 72 mg/dl at the time of incident and treated with food. Customer¿s parent stated that the insulin pump buttons were hard to press and unresponsive. No significant events leading to keypad anomaly were observed. Customer's parent also reported that the sensor glucose and the blood glucose reading does not match and unable to complete troubleshooting. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Unit passed self-test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit was received with cracked retainer, minor scratched display window, pillowing keypad overlay, stained serial number label and scratched case.